Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set was leaking at the site between (B)(6) 2024 to (B)(6) 2024. The issue occurred with two simiar types of infusion sets used for two days. No further information available.

Manufacturer narrative:
Initial and final MDR 1886168- device 2 of 2.